Event description:
It was reported that during a procedure to reposition the ventricular lead, the atrial lead became dislodged. The physician was unable to reposition the atrial lead, so the lead was explanted and replaced. During the procedure, the patient had to be intubated due to vomiting.